Manufacturer narrative:
Clinical investigation: there is no temporal relationship between the fresenius select cycler and the patient death. Prior to death, the patient was completing manual pd therapy per medical advice. There is a reported allegation from the patients family that the death was caused by the cycler. The patient was noted to be experiencing a patient line blocked message with the cycler last used approximately two days prior to death. However, the patient reported having the same message with another fresenius cycler with concomitant report of drain complications for one week prior to death. It is unlikely that the two cyclers would not be working as intended with the same patient line blocked messages. There is a possibility the messages were a result of a patient issue such as a pd catheter (not a fresenius product) issue or constipation which are known to cause drain issues and a blocked patient line during therapy. While an allegation exists, there is no objective evidence that a cycler product deficiency or malfunction caused the patients death from cardiac arrest. The exact cause of the patients cardiac arrest cannot be determined. The patients nurse reported the cardiac arrest with fatal outcome is suspected to be related to the patients pre-existing comorbid conditions. Plant investigation: no parts were returned to the manufacturer. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. The device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient expired on (B)(6) 2020. On (B)(6) 2020, the patient reported they were concerned that they were not dialyzing properly on the cycler and stated they were advised by their doctor to request a replacement to rule out a machine issue. The cycler was replaced, and the patient reported they would perform alternative therapy for pd in the absence of the cycler. According to the nurse, the cycler was turned off on (B)(6) 2020, per the patients treatment record, which was requested but has not been received. The patient subsequently received the replacement cycler which allegedly was also not working and was having a patient line blocked message. Additionally, the patient reported they had been experiencing this message for one week. The patient was advised to contact their pd nurse for medical advice. Information regarding any other patient related issues, such as possible concomitant pd catheter (not a fresenius product) malfunction or constipation, which may have been a factor in the patients reported drain complications with patient line blocked messages on both cyclers was not provided. Additional follow-up was conducted with the patients pd nurse and it was reported the patients family believes the fresenius cycler caused the patients death; however, the nurse stated the patients nephrologist does not suspect the cycler caused the patients death. The nurse could not confirm if the patient completed manual pd therapy, per medical advice, as the nurse did not speak to patient after (B)(6) 2020. Per the nurse, the patient reported to their sister that they were performing manual pd exchanges (details and duration were not reported). The nurse reported that subsequently on the morning of (B)(6) 2020 the patient was found deceased lying in bed at home. The patients death did not occur during a pd treatment and the patient was not connected to the fresenius cycler, according to the nurse. It was stated emergency medical services (ems) was not called when the patient was discovered. Reportedly, the patient was brought straight to the morgue without having an autopsy performed. The patients primary cause of death was reported to be from cardiac arrest. The patient has a significant past medical history that increases risk for cardiac arrest and mortality such as chronic kidney disease (ckd) stage 5, diabetes mellitus (dm)-type 2 with diabetic peripheral angioplasty, angina pectoris, hyperkalemia and unspecified cardiac comorbidities. There were no reported allegations that the patients history of hyperkalemia was related to pd therapy or the use of any fresenius products. The nurse indicated the hyperkalemia was associated with the patients diet. The patients nurse indicated the patient is prescribed the medication veltassa, as needed, for when their potassium was high. The patients last potassium level was requested but has not been received. The nurse stated the patients unspecified cardiac comorbidities are suspected to be related to the cardiac event, however, the exact cause of the patients cardiac arrest was not reported and currently remains unknown. The patients esrd death notification form was requested but has not been received at the time of this clinical investigation. Additionally, the nurse stated the family attributes the patients death to the cycler and as such the family will not release the cyclers for further analysis. A request was made to the nurse for the patients pd treatment records, however, it was reported there were no treatment data records for (B)(6) 2020 or (B)(6) 2020 as the patient was reportedly doing manual pd therapy. The treatment data for (B)(6) 2020 and (B)(6) 2020 has not been received. Additionally, a request was made for the patients last kt/v (dialysis adequacy marker) but it has also not been received. No further patient information is currently available.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent a catch-post hipot test, patient hipot test, current leakage test, system air leak, and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. The mushroom head checks, temp test, heater calibration test, and heater safety test all passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover under the pump. The cause of the observed dried fluid could not be determined. No other discrepancies found during the internal visual inspection of the returned cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A registered nurse (rn) reported that a peritoneal dialysis (pd) patient expired on (B)(6)2020. On (B)(6) 2020, the patient reported they were concerned that they were not dialyzing properly on the cycler and stated they were advised by their doctor to request a replacement to rule out a machine issue. The cycler was replaced, and the patient reported they would perform alternative therapy for pd in the absence of the cycler. According to the nurse, the cycler was turned off on (B)(6) 2020, per the patient¿s treatment record, which was requested but has not been received. The patient subsequently received the replacement cycler which allegedly was also not working and was having a patient line blocked message. Additionally, the patient reported they had been experiencing this message for one week. The patient was advised to contact their pd nurse for medical advice. Information regarding any other patient related issues, such as possible concomitant pd catheter (not a fresenius product) malfunction or constipation, which may have been a factor in the patient¿s reported drain complications with patient line blocked messages on both cyclers was not provided. Additional follow-up was conducted with the patient¿s pd nurse and it was reported the patient¿s family believes the fresenius cycler caused the patient¿s death; however, the nurse stated the patient¿s nephrologist does not suspect the cycler caused the patient¿s death. The nurse could not confirm if the patient completed manual pd therapy, per medical advice, as the nurse did not speak to patient after (B)(6) 2020. Per the nurse, the patient reported to their sister that they were performing manual pd exchanges (details and duration were not reported). The nurse reported that subsequently on the morning of (B)(6) 2020 the patient was found deceased lying in bed at home. The patient¿s death did not occur during a pd treatment and the patient was not connected to the fresenius cycler, according to the nurse. It was stated emergency medical services (ems) was not called when the patient was discovered. Reportedly, the patient was brought straight to the morgue without having an autopsy performed. The patient¿s primary cause of death was reported to be from cardiac arrest. The patient has a significant past medical history that increases risk for cardiac arrest and mortality such as chronic kidney disease (ckd) stage 5, diabetes mellitus (dm)-type 2 with diabetic peripheral angioplasty, angina pectoris, hyperkalemia and unspecified cardiac comorbidities. There were no reported allegations that the patient¿s history of hyperkalemia was related to pd therapy or the use of any fresenius products. The nurse indicated the hyperkalemia was associated with the patient¿s diet. The patient¿s nurse indicated the patient is prescribed the medication veltassa, as needed, for when their potassium was high. The patient¿s last potassium level was requested but has not been received. The nurse stated the patient¿s unspecified cardiac comorbidities are suspected to be related to the cardiac event, however, the exact cause of the patient¿s cardiac arrest was not reported and currently remains unknown. The patient¿s esrd death notification form was requested but has not been received at the time of this clinical investigation. Additionally, the nurse stated the family attributes the patient¿s death to the cycler and as such the family will not release the cyclers for further analysis. A request was made to the nurse for the patient¿s pd treatment records, however, it was reported there were no treatment data records for (B)(6) 2020 as the patient was reportedly doing manual pd therapy. The treatment data for (B)(6) 2020 has not been received. Additionally, a request was made for the patient¿s last kt/v (dialysis adequacy marker) but it has also not been received. No further patient information is currently available.